Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the touch screen would not respond when the customer would press on the down arrow in their pump menus. Customer's blood glucose was 74 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.